Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted image confirmed the reported tear to the outer jacket of the patient¿s driveline as well as a green residue over the metal braided shield, consistent with oxidation from moisture ingress. Although a specific cause for these findings could not be conclusively determined through this evaluation, they did not appear to have contributed to an electrical issue. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and the patient handbook state that although the external components of the heartmate ii lvas are moisture-resistant, they are not waterproof. The IFU and the patient handbook instruct the user to take care to protect external system components from water or moisture¿outside in heavy rain or snow, and always for every shower. These documents further state to never submerge the driveline or other system components in water or liquid. The patient handbook further instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's spouse noted a tear in their driveline. There was also reported to be green oxidation in the driveline. The driveline was secured with rescue tape.